Event description:
It was reported that the system was removed due to infection. The leads were explanted and replaced. The device remains in use as a temporary pacer outside of the body. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was removed as a temporary pacer.

Event description:
It was later reported that the device was removed as a temporary pacer.

Manufacturer narrative:
Concomitant product: (B)(4) implantable pulse generator, 2012 (B)(6). F(B)(4).

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.